Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician nicked the right ventricular (rv) lead. Boston scientific technical services (ts) explained that if the damage can be seen may used medical adhesive and a suture depending on scenario and size of damage. There was no further information provided. No adverse patient effects were reported.